Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received 20 shocks secondary to lead fracture, and that there was oversensing and high impedance greater than 3000 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.